Event description:
It was reported that a user experienced no sensor readings on the ilet and ilet mobile app after the warmup period, and the libre 3 plus sensor was identified as paired to another device; after troubleshooting, the user started a libre 3 plus in the libre 3 plus app and then started another libre 3 plus in the ilet app, with education provided on proper pairing. Symptoms included no glucose data available on the ilet system. Outcomes included an interruption in automated glucose control until a new sensor was started with the ilet app. Investigation included remote troubleshooting and user guidance on disconnecting from the other device and starting a new sensor with the ilet app. Investigation of this case revealed that the sensor was in use by another device, which prevented data transmission to ilet, and that the blood glucose run had expired, requiring initiation of a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to a non-ilet device and workflow error, resolved through re-pairing and sensor restart.